Event description:
This is a description of a cluster of events when using the thoravent chest tube device manufactured by urasil. Case #2. Thoravent placed into the aorta, requiring emergent transfer for cardiothoracic surgery repair.

Event description:
Additional information received on 9/11/2024 to uncheck to death box for report mw5159395.